Manufacturer narrative:
Follow-up #1: date of submission 01/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/11/2016 with the following findings: a review of the pump¿s black box and alarm history showed a cs 078 call service alarm. During testing, the pump powered on to the verify screen with no alarms occurring. During testing, the pump rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no call service alarms emitted. The pump case was removed and no evidence of the corrosion or damage was found on the motor flex connector inside the pump. The complaint of a call service alarm issue was shown in the pump histories but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery cap was damaged with stripped threads. A test cap was able to tighten securely to the pump and was used for all testing. (B)(4)

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.